Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight and a broken shell. A microscopic analysis was performed which identified a crease sharp opening on the posterior and had non-penetrating nick. Based on the device analysis the final assessment is: -a crease sharp opening on posterior due to a fold flaw opening. -non-penetrating nick.

Event description:
Device has been explanted.